Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck at black screen and not turned on. A field service engineer identified that a drawer within the main cabinet was causing the issue, then narrowed the problem down to the half-height drawer 2 and further isolated it to drawer 2.1. I replaced the drawer controller board in drawer 2.1, and once the replacement was complete, the fse powered on the hardware. The station successfully powered on, and the application was launched, then allowed the customer to test the device. The hardware performed successfully and was tested via the application without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, screen was black and rebooted, unplug and reinsert but not worked. Station was not turning on and remote smart service in offline. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.